Manufacturer narrative:
The root cause was unable to be determined because the product was not returned for review. Data logs do not pertain to the reported failure mode. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 2.5 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient experienced a hemorrhage at the implella access site, as a result the impella device was removed. No other treatment was provided.